Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was plugged into a test monitor and the monitor was powered on; the image was good. The cable was wiggled / flexed with no results. The monitor was attached to a rolling cart and the back casing was flexed with no failures. It was possible that the input connector pins shorted out against each other and caused the failure the customer stated. The back shell / input connector was replaced as a precaution. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope agvl 5, the image was cutting in and out. A minor delay in the procedure occurred as a traditional device was employed to complete the intubation. No harm to patient or user was reported.